Event description:
It was reported that the left ventricular (lv) lead had high threshold. The physician discovered the lv lead dislodged and decided to replace it. The new lead could not be placed due to patient anatomy. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).